Manufacturer narrative:
One bi-directional, curve f-j, tacticath sensor enabled contact force ablation catheter was received for evaluation. Electrode 1, the distal tip thermocouples, and the deformable body thermocouples met specifications during electrical testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported impedance issue and subsequent delay remains unknown.

Event description:
Following insertion of the catheter during an atrial fibrillation ablation procedure, the impedance reading was high, and a delay occurred. The approximate impedance value was 170-180 in areas where it is usually not that high. The catheter was moved to see if the impedance would improve, the impedance value rose to 999 and remained. The catheter was removed from the patient, physically checked, re-zeroed, and inserted back into the patient. However, the impedance reading was unchanged. The ground pads were checked, and two new ground pads were placed which did not resolve the impedance reading. The tactisys and generator were power-cycled, and the ablation cable was exchanged which did not improve the impedance reading. Another tacticath ablation catheter was used to complete the procedure with no other further issues.